Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized multiple times due to low blood glucose levels. The customer did not recall the dates of the events. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. The insulin pump has not been exposed to high magnetic fields. Nothing further was reported.